Manufacturer narrative:
The microbiological analysis results are pending. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 80 colony forming units (cfus) of enterobacter cloacae complex. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
G2 correction from belgium to luxembourg this report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation.the lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified.olympus provided the following result of the culture test, performed at the third-party labs:sampling date: mar 15, 2024 sampling from: all channels cfu: 1cfu/100ml bacterial identification: serratia marcescens sampling date: mar 27, 2024 sampling from: all channels cfu: 2cfu/100ml bacterial identification: champignons filamenteux, bacillaceae sampling date: may 07, 2024 sampling from: biopsy ch cfu: <1cfu/100ml bacterial identification: n/a sampling from: suction ch cfu: <1cfu/100ml bacterial identification: n/a sampling from: a/w-ch cfu: <1cfu/100ml bacterial identification: n/a sampling from: auxiliary water ch cfu: <1cfu/100ml bacterial identification: n/athe device was evaluated, and no abnormalities were found that could have led to the reported event.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth was observed; however, the results conformed to the regulation's recommendation.the IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿olympus will continue to monitor field performance for this device.